Manufacturer narrative:
Investigation: the run data file was analyzed for this event. Signals in the run data file do not indicate a conclusive cause for the higher-than-expected rbc product volume. Specifically, the signals from the level sensors in the return reservoir do not indicate any diversion of fluid from the rbc product bag into the return reservoir during the collection. Based on the available information, it cannot be ruled out that this volume discrepancy could be due to a post-collection weighing or calculation error. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported that they had a higher than expected red blood cell (rbc) product volume collected. The collected rbc volume was 15.1% of the donor's total blood volume(tbv). No medical intervention was necessary for this event. The full patient ID # is:(B)(6). The disposable set is not available for return because the customer discarded it. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot for similar reports was carried out, none have been reported. Root cause: this disposable set was unavailable for specific root cause analysis. A definitive root cause remains undetermined at this time. Possible root causes were provided in the initial report for this event.